Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the first and second distal stent rows. The stent struts were damaged and pulled in a distal direction. The undamaged crimped stent od (outer diameter) was measured which is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the hypotube found no kinks or damage along the full catheter length. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the moderate to heavily calcified and tortuous proximal to mid right coronary artery (rca). After rotational atherectomy was performed, a 4.00 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.